Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 3 malfunction events(s), where it was reported the devices experienced siderail unexpected drop/collapse or IV pole falls from upright position in an unintended direction. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. (B)(4) device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results) (B)(4) device: side rail / mechanical problem identified (B)(4) device: cable; mechanical/structural; chassis/frame / mechanical problem identified. (B)(4) device: stand / mechanical problem identified. There was no remedial action taken. This device is not labeled for single use.